Event description:
It was reported that the patient required system controller exchange due to damage to the system controller power leads with exposed wires and corrosion. The system controller was exchanged.

Manufacturer narrative:
Section a2-a4: additional patient information was not provided. Section d4: system controller sn was provided as (B)(6) which is not an accurate system controller sn. System controller device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged power cables with exposed wires and corrosion on the system controller were unable to be confirmed. Provided information stated that patient underwent a system controller exchange due to damaged power cables, exposed wires, and corrosion. The system controller, serial number unknown, was not returned for evaluation. No log files or images of the damage were provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for the system controller were unable to be reviewed as an invalid serial number was provided. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7- ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot all alarms. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly maintain the integrity of the system controller. It also instructs how to ensure the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.